Manufacturer narrative:
(B)(4). A wallflex enteral stent delivery system was received for evaluation; the stent was not returned. A visual and tactile examination of the returned device found that the dark blue outer sheath was broken 166mm distal to the handle and was stretched and accordioned across its length. Additionally it was noted that the inner shaft was kinked at several positions along its length. This damage is consistent with excessive force being applied to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The endoscope involved in the complaint incident was not received for analysis however, based on the measured od of the complaint device and the specified endoscope profile there should have been no interaction between the complaint device and the working channel of the endoscope. The most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a malignant stricture due to a 5cm lesion in the descending colon. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, they used a 3.7mm non-bsc colonoscope and it was positioned straight into the sigmoid/descending colon. They experienced difficulty passing the device through the colonoscope and they could not move the catheter to keep the stent positioned in the target site during deployment. The doctor assessed that the catheter had become lodged in the working channel, so he removed the device. The stent was partially deployed when the device was removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient was reported to be doing well at the conclusion of the procedure.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a malignant stricture due to a 5cm lesion in the descending colon. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, they used a 3.7mm non-bsc colonoscope and it was positioned straight into the sigmoid/descending colon. They experienced difficulty passing the device through the colonoscope and they could not move the catheter to keep the stent positioned in the target site during deployment. The doctor assessed that the catheter had become lodged in the working channel, so he removed the device. The stent was partially deployed when the device was removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient was reported to be doing well at the conclusion of the procedure.